Event description:
Provider states that the store installing the bed advised that the spring load screws on the right side of the bed were not catching. The dealer states a week after assembly, they got a call stating that the right hand side of the bed had became separated. The dealer states that they reassembled the bed and climbed underneath and pulled on the bed, and the right side separated again with some pressure and force. The dealer states that the left side did not separate.